Manufacturer narrative:
(B)(4). Premature sled movement. The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that in order to open a locked device, a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colorectal procedure, apparently the device blocked out during surgery while the jaws were closed on the tissue (colon). The surgeon was not able to open the device. According to the operating room, it blocked out. The head nurse who was not present during the procedure could not tell me how they managed to open it again and she could not tell me if there will be an adverse outcome for the patient. As soon as additional information is received, the affiliate will be notified. There was no patient consequence.

Event description:
Additional information: the surgeon had problems closing the device and later on it blocked out. I asked the surgeon if he saw the lock out sign on the back of the stapler. He said that he couldn't remember but there might be a possibility. After being able to unblock the stapler, they tried to fire another reload and had a disrupture of the staple line deep in the pelvis (lowest part of the rectum). They used a gold reload to dissect the colon. Just shortly after stapling, the staple line ruptured. As it was so low in the pelvis (last two centimeters) they had to convert the operation from laparoscopic to open. Surgeon was re-in-serviced on proper cartridge selection.